Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an right atrial (ra) lead was attempted but not used due to dislodgement. The physician noted that the lead was placed several times without success, as it continued to dislodge inside the patient. The lead was discarded and a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.